Manufacturer narrative:
Section a5, ethnicity: unknown/not provided. It was indicated as "white". Section d6a, if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b, if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 used to capture the use of sutures. Attempts have been made to obtain additional information regarding the event; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report indicated that the preloaded intraocular lens (iol) exhibited a cut, which was identified after its insertion. The preloaded dib00 model iol was fully inserted into the patient's right eye (ocular dexter) when the cut on the lens was discovered. During the same procedure, the iol was removed and replaced with another iol of the same model and diopter. There were no injuries sustained by the patient; however, two sutures were required during the procedure. Post-operative status of the patient was reported as fine. No further information was provided.